Manufacturer narrative:
After we received the complaint, the manufacturing folder has been reviewed. Complained device belongs to a batch of (B)(4) parts manufactured in 2019 and this the first complaint we receive for this type of defect for this batch. The analysis on the manufacturing documents and control quality documents detected that raw materials and production processes were conforming to the specifications. We did not receive the device as it was scrapped on site, and no operative picture is available. Plus, despite our requests, we had no more information. For these reasons, it was impossible to investigate further. We cannot identify a clear root cause, but the main hypothesis to explain this issue is that the surgeon did not use a guide (fixed or variable) to prepare the screw holes as it is mentioned in the surgical technique. We asked for the return of 1 part of this batch we have in our spineart us stock. As soon as we receive it, we will perform some tests and we will reopen the case if needed. Since the launch of the product, this is the second time we receive a complaint reporting this kind of issue, which represents (B)(4) of issue. The rate is very low.

Event description:
We received a complaint on 24.jan.2024 (registered under (B)(4)) from USA, (B)(6). The customer complaint form reports that "during a revision case, found that plate camlock was disengaged from the plate. Original surgery was on (B)(6) 2023". We were informed on (B)(6) 2024 that "the patient had a revision surgery because it appeared in post op x-ray that the lock was turned, and the screw head was proud. It turned out to just be that the lock mechanism was broken, so we removed".